Event description:
Cochlear received information concerning a cochlear implant recipient contracting meningitis post-implantation. The implant clinic reported that the patient's implant surgery was in 2006, and the patient's initial stimulation was in 2007. The patient has a common cavity deformity. Reportedly, the patient was admitted to the hospital four months later due to a fever and meningitis. It was reported that she received IV antibiotics for one week while hospitalized. She was then discharged with "a port". Additional information will be reported when available.

Manufacturer narrative:
This type of event is addressed in the device labeling.